Event description:
Caller reported a cgm error 42 involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.